Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a double curve watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were used. Effusion sweeps were done after the device was deployed and removed and no effusion was noted. After exchanging the double curve was for an anterior curve was, the anterior curve was appeared to "jump" across the septum. An effusion sweep was done and an effusion was noted on transesophageal echo (tee). There were no changes in patient status and no intervention was performed. The device was not implanted due to anatomy.